Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.

Event description:
The patient completed the control solution 1 test, twice, with their blood glucose meter, and the results were out of range. The control solution 1 range was 94-142, and the results were 78 & 76. The patient did not receive any medical attention because of the out-of-range results from the teladoc blood glucose meter.